Event description:
While the rn was attaching the tubing up to the patient and running the saline flush from the primary tubing prior to starting antibiotic, the rn noted leaking at the plastic base of the tubing. Upon further inspection, the tubing had cracked.